Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's tinnitus is not believed to be device related. The tinnitus is mitigated when recipient wears the device. Additional information regarding treatment details were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing tinnitus with and without device use due to head trauma. The recipient was reportedly hospitalized twice. The recipient was reportedly prescribed medication (type unknown). Device testing revealed results within normal limits.